Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A sample has been returned but not yet evaluated. The root cause is unknown at this time. (B)(4).

Event description:
An administrator reported irrigation and aspiration issues "related to the footswitch cable" during a phacoemulsification procedure with lens implant. Surgery was completed with the same unit with no patient harm or procedural impact.